Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. Upon inspection of the products, a plastic like filament was observed within one of the devices, no foreign matter or other contamination was identified within the other device returned. Characterization testing was performed and found the piece observed was consistent with polypropylene. A review of the device history was performed for lot 2201701, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected, no burrs or flashes on the threading was observed and no issues with the packaging was found. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues were found. While we cannot identify a direct issue, it is likely the plastic filament generated during the molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
A hair inside a 1 ml syringe before use.